Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, and the presence of scratches in the area, it is likely that an external force was applied. This information is addressed in the instructions for use (IFU): "important information ¿ please read before use caution do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was not confirmed. The scope image worked as intended. The bending section, insertion tube, and s-connector were manipulated, and the image worked as intended. The charged-couple device (ccd) unit was burned for twenty (20) minutes and the image worked as intended. The s-connector was opened, and no fluid invasion was found. The biopsy channel was leaking due to an internal cut. The light guide cover glue was peeling. The bending section cover had a crack. The insertion tube had buckles. The objective lens had a chip at the edge, but the image was not affected. The ultrasound image had three (3) broken elements. The light guide tube/cable had buckles and scratches. The customer¿s label was incorrect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a diagnostic procedure, the ultrasonic gastrovideoscope presented a black image. No patient harm reported. During the evaluation of the device, it was noted the light guide cover glue was peeling. This report is to capture the reportable malfunction of the peeling light guide cover glue noted at estimation.